Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was in hypoglycemia. The patient's blood glucose levels dropped to 1.9 mmol/l (34.2 mg/dl) while wearing the pod on the abdomen for between 36 and 48 hours. The ambulance was called and the ambulance attendants removed the pod and drove the patient to the emergency room. While at the ER, the medical professional attempted to treat the patient via intravenous therapy but it was not successful. Instead, the patient was given a glucose drink in a form of a juice box, saline and sugar. The patient was discharged after approximately 4.5 hours.